Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. The ins was functionally okay and there were insignificant anomalies. Analysis of the extension (s/n (B)(4)) found the insulation at the proximal end of the extension had metal induced oxide (mio). The extension had breached and cosmetic mio on the insulation 2.3-2.7 cm from the proximal end.

Event description:
It was reported that the recharger was not charging. The connector pin was very loose and had to be held in place. It was later confirmed that the connector pin was bent. The issue had been going on for some time, but the exact start was not known. The patient told the reporter that she was able to charge up her implantable neurostimulator (ins) the day prior to the report, but she used a lot and was at (B)(6) on the day of the report, having to recharge frequently. The recharger part the patient received the following day did not solve the issue. Upon return of desktop charger analysis found the connector bent. (B)(4). After resolving the charging issues with new products, the recharger reportedly showed the ins battery charge complete screen, but the programmer showed the ins was (B)(6) full. This problem had occurred since the recharger began working on (B)(6) 2014. The reporter was worried because they had never been in synch and the patient depended on her programmer to tell her the battery level so she knew when to charge. The battery went down pretty quickly and the patient did not want it to get low because if it got too low she would start shaking. The event was very scary because the patient¿s ins battery got very low. The patient had an appointment scheduled with her neurologist during the week of (B)(6) 2014. Upon return of the recharger analysis found the connector damaged and the recharge antenna cable discolored. The software, label, and faceplate also required updating. (B)(4). The ins and a few other implantable products were eventually returned without any additional information, suggesting an explant procedure. The reason for explant was unknown and there was no patient outcome, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), product type: extension. Product ID: 64001, product type: adapter. Product ID: neu_unknown_ext, product type: extension. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37651fa, serial# (B)(4), product type: recharger. Product ID: 3387-40, lot# j0120724v, implanted: (B)(6) 2002, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387-40, lot# n24859b, implanted: (B)(6) 2001, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.